Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's scs ipg was inoperable. The patient had not recharged her ipg in 5-6 months. The patient underwent surgical intervention on (B)(6) 2016 to explant the ipg.